Event description:
As reported by the user facility: reports 7 pts with documented cases of serratia all from the hemodialysis unit of the facility.

Manufacturer narrative:
Add'l lot#: 070915a, 070924a and 071002a. Add'l expiration date: 10/31/2009. On january 17, 2007, bbmi received a nationwide recall notification from am2pat inc. Initiating a nationwide recall of all lots of heparin and saline pre-filled syringes, which included catalog # 513587. Am2pat inc. Manufactures these pre-filled syringes under both their private label, sierra pre-filled inc., as well as under the b.braun medical inc. Label. Based on an ongoing FDA inspection of am2pat inc.'s facility, it has been determined that there is a potential for the sterility of these lots to be compromised. B.braun inc. Immediately notified all customers of this recall.